Event description:
The following information was reported from the tgr23-02aa together aortic registry: on (B)(6) 2024, the patient underwent endovascular treatment of an abdominal aortic aneurysm using a gore® excluder® conformable aaa endoprosthesis (excc) trunk-ipsilateral leg component in the infrarenal abdominal aorta and a gore® excluder® aaa endoprosthesis contralateral leg component in the right common iliac artery. The devices were successfully navigated to the intended locations and successfully deployed. The patient tolerated the procedure. The patient was discharged to home on (B)(6) 2024. On (B)(6) 2024, a type iii endoleak and contained aneurysm rupture were observed. On (B)(6) 2024, a type IV endoleak was also reported. On the same date, a reintervention was performed whereby the device system was relined using a gore® excluder® trunk-ipsilateral leg component and bilateral iliac limbs. The aneurysm rupture was noted as resolved on (B)(6) 2024. The type IV endoleak was noted as resolved on (B)(6) 2024.

Manufacturer narrative:
D.10. Concomitant medical products and therapy dates: hypercholesterolemia medication (not specified), hypertension medication (not specified). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H.6. Investigation conclusions: code d16 updated to code d14. Additional information was received that the reported type iii endoleak occurred between the gore® excluder® conformable aaa endoprosthesis trunk-ipsilateral leg component (captured and reported under manufacturer report #3007284313-2025-03981) and a cook medical zenith alpha¿ thoracic endovascular graft. As there are no allegations of deficiency against the gore® excluder® aaa contralateral leg component related to the type iii endoleak, this information does not meet the definition of a reportable event or a complaint against the contralateral leg component. As there are no allegations of deficiency against this device related to the reported adverse events, this medwatch will be retracted. Additional devices included on this report are as follows: catalog #cxt321414/ serial # (B)(6)/ UDI # (B)(4) which is captured in manufacturer report #3007284313-2025-03981.